Event description:
It was reported that the right ventricular (rv) lead dislodged several days after implant. It was noted that positioning of the rv lead at the initial implant procedure was complicated due to multiple dislodgments. During the lead revision procedure, the lead again had multiple dislodgments. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and there was apparent explant damage. Visual comments also noted that the lead was received with the helix fully retracted; blood and tissue were visible.